Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Isi requested the blue sureform 60 reload used during this event to be returned, but the product was discarded by the customer. A follow-up MDR will be submitted if additional information is obtained. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. A review of the logs showed no signs of clamping or firing failures. The instrument was fully functional. No problem was detected. The logs also reveal that a sureform 60 stapler instrument was installed on the system 6 times and fired 6 reloads (2 blue, 1 green, 1 blue, 1 green, 1 blue, in that order). There were no incomplete clamps, unclamps, or firing failures in the logs for this instrument. On installs 1-5, the firings were completed successfully, with 1 pause for compression on install 3 and 2 pauses for compression on install 4. On installs 1, 2, and 5, the firings were completed with no pauses for compression. On install 6, the logs show the last event as a successful clamp event. Approximately 1 minute following the clamp event, the logs show the user pressed the e-stop button. The stop button was likely pressed during the firing event, which causes the firing not to be recorded in the logs. Approximately 1 minute after the e-stop was first pressed, the logs show the e-stop button was pressed a second time. Around the same time, the log show the grip release tool was detected on the stapler and for that reason, the tool was then force expired. Force expiration of an instrument where the grip release tool was detected is an expected behavior by the system. The instrument was not installed again for the procedure. There were no other stapler related errors in the logs. A video of the procedure was provided to isi and reviewed. The video confirms the e-stop button was pressed due to a firing failure. Prior to that event in the procedure, 5 firings had been successfully completed with blue or green reloads. Following the emergency stop, the grip release tool was detected on the instrument approximately 1.5 minutes later. This action resulted in the stapler being force expired by the system. The stapler instrument was installed on an in-house system and was able to engage and initialize on each attempt. The stapler was able to clamp and fire multiple times in multiple orientations without issue. A visual inspection confirmed the instrument I-beam assembly was intact and free of lodged components. There was no physical damage observed to the components. The firing failure does not seem to have been caused by any hardware issue with the stapler. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, stoachtissue was pushed and not cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The surgeon took additional tissue and applied sutures due to this event.

Event description:
It was reported that during a da vinci-assisted conversion lap band to sleeve procedure, the sureform 60 stapler instrument fired a blue sureform 60 reload and pushed the stomach tissue. The stapling issue occurred while the surgeon was making the sleeve. The stomach was noted to be scarred and thick due to the patient¿s history of surgery. The surgeon pressed the emergency stop (e-stop) button when they noticed the tissue being pushed. The first assist used the stapler release kit (irk) to open the stapler jaws and remove it from the field. The surgeon had another sureform 60 stapler instrument installed and loaded with a black sureform 60 reload; the surgeon stapled closer to the bougie while creating the sleeve to go around the bunched up tissue and continue. After completing the sleeve, the surgeon performed a leak test, which came out negative; the surgeon elected to suture the staple line. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.